Event description:
A malfunction with a code labeled as malf 16 was reported for a customer's insulin pump. There was no reported adverse impact to the customer's blood glucose level. To address the issue, the customer planned to use multiple daily injections (mdi) as a backup therapy while technical support arranged for a replacement of the pump. The customer was advised to place the pump into storage mode and return it using a pre-paid label within 10 days, and they confirmed their understanding of these instructions.